Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s stimulator stopped working about a year and a half prior to the report (confirmed as 2017). The patient was no longer able to charge it. He had been able to charge it every day until it stopped taking a charge suddenly. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.